Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, could not be charged and was fluctuating. It was also reported that the wake button was sticking and that the pump touchscreen timed off sooner than expected. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.